Event description:
It was reported that intermittent loss of left ventricular (lv) lead capture was seen on presenting electrogram (egm). No adverse patient effects were reported. The lead remains implanted.